Event description:
Customer states noting a dull blade during an ophthalmic procedure. Use of the dull blade resulted in damage to the pt's cornea. (B)(4).

Manufacturer narrative:
The sample was requested to the customer, for evaluation. Complaint sample has not been received, no inventory available for the finished good lot number reported or finished good product manufactured with the same blade component lot available.